Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported an a model aab00 intraocular lens (iol) was explanted one-week post-implant. It is noted the surgeon scheduled the lens exchange, however, the reason for the explant was not provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes section d9: date returned to manufacturer: aug 25, 2021 section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification revealed two parts of an iol (another part missing). Viscoelastic residue was found on the optic body and haptic, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.